Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not detected on bus. A field service engineer reseated the rowboard cable for controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was failed and not detected on bus. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.